Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the customer had issues with blank display and unresponsive buttons. The customer's blood glucose level at the time of incident was 260mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to corrosion on the lcd board. Unable to verify the button keypad anomaly due to the blank display. No vibration anomaly was noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.